Manufacturer narrative:
No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly; however, unit alarmed no motor movement or negligible movement. Retries to free a stuck motor failed error during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement test due to no motor movement or negligible movement. Retries to free a stuck motor failed error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button error. The customer¿s blood glucose level was 98 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.